Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed between the hub and the lumen of the microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. All 3 marker bands were present on both ends of the stent. The stent was noted to be intact. Functional inspection was not performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events: 'stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' were not able to be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after preoperatively confirming that the stent was intact, the stent was delivered through a microcatheter. However, during the introduction process, the stent became stuck and could not be advanced at the hub of the microcatheter. The physician attempted to withdraw the stent for inspection, and during this process, the stent was unexpectedly deployed in the proximal hub of the microcatheter. Subsequently, the physician replaced both the stent and the microcatheter with new ones and completed the surgery.' In the follow-up replies, it could not be definitely confirmed that there was no gap between the distal end of the introducer sheath and the proximal end of the microcatheter shaft. In addition, the customer replied that the catheter was not flushed to facilitate the stent insertion. The stent was returned for analysis with the distal section of the stent partially loaded inside the proximal lumen of the returned microcatheter and the proximal end of the stent present in the microcatheter hub. The stent was removed and noted to be undamaged. The sdw was not returned for analysis and neither was the introducer sheath. Per the event description and follow-up responses, it is possible that the introducer sheath was initially set up correctly, but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. This is one possible explanation to explain the event description and analysis findings. The reported events: ¿stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' as well as the analyzed event: ¿stent deployed prematurely during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.